Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that after 5 days of using the catheter on the vein of a (B)(6) old baby a hole appeared somewhere on the catheter body. Fluids were given up to 15 cc per hour. In addition, medication was given with a syringe without closing the set. Povidone iodine 10% was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. The uvc was secured with granoflex and adhesive blend. The uvc was inserted on (B)(6) 2015 in the umbilical vein. Povidone iodine 10% was used to clean the device. The catheter tubing was also being cleaned. The uvc was removed on (B)(6) 2015 and was not replaced. The status of the patient is o.k.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non conformances related to the reported issue. The product sample was received within a generic plastic bag. It consisted of a pvc umbilical catheter w/hub 5.0 fr x10 with signs of usage. After visual inspection, no visible issues were found. During functional testing (underwater test), bubbles were detected coming out from the catheter body (near to the distal end). Covidien r+d mansfield performed an additional sample evaluation. As per the event description, after 5 days of using the catheter on vein of (B)(6) baby, a hole appeared somewhere on the catheter body. Fluids were given up to 15 cc per hour. In addition, medications were given with a syringe without closing the set. The event description declares that the catheter functioned as intended during approximately five days, therefore it is likely the device was damaged during that time. Moreover, the cut encountered caused a gross leak which would be identified during assembly operations as manufacturing performs 100% pressure testing during production. This reported condition has been confirmed. With the available information, the most probable root cause could be considered as misuse (device could be damaged due to the inappropriate use of sharp objects. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. The lot involved within this complaint was manufactured prior to implementation of special 510k#k130725. Under special 510k#k130725, covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based.

Event description:
Disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. It must be noted that the instructions for use (IFU) states: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. Also under the special 510k #k130725, a design change was implemented to increase the length of the strain relief on the luer hub of the single lumen uvc catheters. This change is expected to reduce the stress and likelihood of kinking in the area most likely to be exposed to alcohol. This change was executed in may 2014. This complaint will be used for tracking and trending purposes.